Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not deliver energy. The operating room staff attempted to trouble shoot by trying 2 different cords and 2 different boxes, but the unit would still not power up. The harvester is experienced with the use of this device. The cable connectors were correctly aligned, and the generator settings were appropriately set and connected to the outlet. The device was still not conducting any energy. A new kit was opened to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).